Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010. Inratio: 3.4, lab: 2.4; inratio: 3.2, lab: 2.4. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010. Inr: 3.4, inr: 2.9.